Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the doors 2 and 3 had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cabinet compartments were failed. Double clicking of tower doors 2 and 3. A field service engineer (fse) unlocked the tower and removed the latch cover to access the doors. After unlocking the doors and removing the latch assembly, latches 2 and 3 were replaced. The latch column and column cover plate were remounted, and the door lock was returned to the locked position. The tower was re-locked, and all four doors were closed. Keys were handed. The fse then logged into the medstation and successfully ran the hardware test application (hta) test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower doors 2 and 3 were failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.